Manufacturer narrative:
(B)(4). H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found.

Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced glare/halos. At a later date the lens was exchanged for a lens of the same length and model. Cause of the event was reported as unknown. The problem was resolved.